Manufacturer narrative:
As reported, the subject device is being returned for evaluation; however at this time it has not been received. A photo was provided. Depicted in the photo is a section of the hydro-surg irrigation and suction tubing that has been removed from the product packaging. Debris is visible on the irrigation tubing. It cannot be determined through the photo if the debris is on the outside or inside of the tubing. As the product has been removed from the packing prior to the photo being taken it cannot be determined through the photo when the debris presented on the tubing. Based on the available information, the reported event is confirmed with an unknown root cause. A review of manufacturing records indicate product was manufactured to specification. To date, this is the only complaint reported for this manufacturing lot of 1440 units released for distribution in november, 2020. If/when the sample is returned and evaluated, a supplemental MDR will be submitted. Not returned.

Event description:
As reported, during an unknown procedure on (B)(6) 2021, it was identified that debris was found on the tubing of the bard/davol hydrosurg plus w/ smoke vac trumpet valve & tip. As reported, the procedure was completed using another device. There was no reported patient injury.

Event description:
As reported, during an unknown procedure on (B)(6) 2021, it was identified that debris was found on the tubing of the bard/davol hydrosurg plus w/ smokevac trumpet valve & tip. As reported, the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As reported, the subject device is being returned for evaluation; however at this time it has not been received. A photo was provided. Depicted in the photo is a section of the hydro-surg irrigation and suction tubing that has been removed from the product packaging. Debris is visible on the irrigation tubing. It cannot be determined through the photo if the debris is on the outside or inside of the tubing. As the product has been removed from the packing prior to the photo being taken it cannot be determined through the photo when the debris presented on the tubing. Based on the available information, the reported event is confirmed with an unknown root cause. A review of manufacturing records indicate product was manufactured to specification. To date, this is the only complaint reported for this manufacturing lot of (B)(4) units released for distribution in november, 2020. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to report the results of the device evaluation. Initial evaluation finds the unit in good condition. Visual evaluation confirms the event of a foreign debris located within the irrigation tubing and not adhered to the tubing. The debris is black in color and identified to be a sealant particle that is used during the manufacturing process. Based on the sample evaluation and investigation performed, the root cause is determined as to be manufacturing related. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.